Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): blunt cannula. Doctor complaint that the needle for injection does not stick into the eye sclera (she used an other needle to allow the injection).

Manufacturer narrative:
(B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow up report will be provided after the inspection results are available.